Manufacturer narrative:
The customer¿s report that the tubing broke ¿separated¿ at the upper fitment was confirmed. Visual inspection of the set noted separation at the pumping segment. The separation was at the engagement between the silicone pump segment tubing and the upper fitment. Further visual inspection of the separated silicone segment end noted o-ring indentations, indicating that the retainer ring had been properly assembled on the set. No gaps on the silicone segment separation or any anomalies were noted. The expected retainer ring for the lower fitment and silicone segment connection was still intact. The silicone pump tubing was found to be within measurement specifications. Functional testing was deemed unnecessary due to the separation and obvious leaking that would occur. The root cause of the separation could not be determined.

Event description:
It was reported that the tubing broke at the upper fitment after stretching it to fit the anesthesia pump. It was further confirmed that there was no patient harm as a result of this event.

Event description:
It was reported that the tubing broke at the upper fitment after stretching it to fit the anesthesia pump. There was no patient harm reported.

Manufacturer narrative:
Revised device codes from break to material separation. Additional information provided: b.5.

Event description:
It was reported that the tubing separated at the upper fitment after stretching it the tubing for placement into the pump module. This occurred in the nicu, and there was no patient harm.

Manufacturer narrative:
Patient information requested but not provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing broke at the upper fitment after stretching it to fit the anesthesia pump. There was no patient harm reported.